Event description:
On (B)(6) 2011, customer reported a leak inside the act diff 2 instrument. Customer stated there was a clear liquid at the bottom of the instrument and that the white blood cell ( wbc) was failing during start up. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the tubing through valve lv8 was disconnected from the valve. Fse reattached the tubing through valve lv8. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).